Manufacturer narrative:
The investigation of low pump flow has been completed. Data review: data logs confirmed the failure mode and clinical narrative. Logs showed pump was started and run without issue for 69 hours, low flow occurred with motor current (mc) spike that triggered auto suction response & suction alarms. This event remained to the rest of the case. Logs also showed pump was in aorta corresponded with the time per clinical description when pump was advanced and pulled back to several positions during reposition of the pump. Pump was returned for analysis. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Conclusion: the root cause of the low flow was biomaterial ingestion. D9 device returned to manufacturer date added

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient admitted in with a cardiac history and st-segment elevation myocardial infarction. It was reported that while on support there was episodes of suction that seems to be unrelated to change in position or volume. Abrupt separation in waveforms occurred with flows falling from 3.5 to 0.5. Suction alarm only stopped at p-1. An echocardiogram performed and no obvious signs of obstruction or malposition noted. The patient then taken to cath lab for attempt at repositioning. At this time impella was advanced and pulled back to several positions and still unable to advance past p-1 without suction. The impella cp was exchanged for impella 5.5.